Event description:
In august 2002 the end-user called disetronic and stated that the luer lock was cracked due to the fact, the end-user experienced high blood glucose readings. In aug 2002 maersk medical a/s received the complaint and 1 used infusion set. The near-incident/malfunction took place.